Event description:
It was reported that on literature review "screw versus double endobutton fixation of the allograft for arthroscopic anatomic glenoid reconstruction in the treatment of recurrent anterior shoulder dislocation," 6 patients had a re-dislocation after a glenoid bone repair procedure using a double endobutton device. It is unknown how these events were treated. Patients outcome if known. No further information is available.

Manufacturer narrative:
Internal complaint reference# (B)(4). Article cite: (B)(6). Fixation type does not affect the learning curve and short-term radiographic outcomes for arthroscopic anatomic glenoid reconstruction with distal tibia allograft, arthroscopy, sports medicine, and rehabilitation, 2021,

Manufacturer narrative:
B5, d1 brand name, h6 health effect - impact code: updated.

Event description:
It was reported that on literature review "screw versus double endobutton fixation of the allograft for arthroscopic anatomic glenoid reconstruction in the treatment of recurrent anterior shoulder dislocation", 6 patients had a re-dislocation after a glenoid bone repair procedure using a double endobutton device. All of the patients were revised to a glenoid reconstruction using distal tibia allograft with screw fixation. All patients are doing well post-operatively since their revision surgery. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on literature review "screw versus double endobutton fixation of the allograft for arthroscopic anatomic glenoid reconstruction in the treatment of recurrent anterior shoulder dislocation", a patient had a re-dislocation after a glenoid bone repair procedure using a double endobutton device. The patient was revised to a glenoid reconstruction using distal tibia allograft with screw fixation. The patient is doing well post-operatively since the revision surgery. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in a1, a2, a3, a4, b5, d2, d4 (catalog no., lot no., UDI no.), g4 (510k) & h4. Correction in d1 & h6 (health effect - impact code).

Event description:
It was reported that on literature review "screw versus double endobutton fixation of the allograft for arthroscopic anatomic glenoid reconstruction in the treatment of recurrent anterior shoulder dislocation", 1 patient had a re-dislocation after a glenoid bone repair procedure on (B)(6) 2018 using two (2) round endobutton devices. The dislocation was resolved with a revision surgery for glenoid reconstruction on (B)(6) 2019 using distal tibia allograft with screw fixation. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6:a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states pre-op and post-op images were provided for review but do not indicate a reason for the reported dislocation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.